Event description:
Customer reported malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was informed they could continue using the pump and advised to contact support if the issue reoccurred, which they understood.